Manufacturer narrative:
Twenty-one new, unused samples were returned for evaluation. The sets were examined under uv light, and fourteen sets were found to contain black specks. The sets were flushed with sterile water, and the drip chamber was isolated and primed by squeezing it six times, followed by flushing 100 ml of sterile water through the set. The effluent was collected using a vacuum filtration system and passed through filter paper, which was then examined under a microscope at 10× magnification. No residual particles were observed. The complaint of black spots in the drip chamber was confirmed, and the cause was determined to be discoloration of the pvc material during the molding process. Lot history was reviewed and no anomalies were noted. Additional contact information: (B)(6).

Event description:
Twenty-one new, unused primary plum sets were returned for investigation, of which fourteen were found to have black specks present in the drip chamber. The particulate matter appeared to be embedded in the plastic material and not within the lumen or chamber. There was no patient involvement and no harm or adverse event reported. This report captures two of fourteen devices returned.